Event description:
An implant card was received to the manufacturer indicating a patient had vns generator replacement surgery on (B)(6) 2012 due to "change in seizures." Diagnostics with the new generator and resident vns lead were within normal limits. The patient had an increase in seizures below pre-vns baseline levels in (B)(6) 2011, but it is not known if this event is related to the current report of "change in seizures" noted on the implant card. The explanted generator has been returned and is pending product analysis. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified and the generator performed per specifications. All attempts to the reporter for further information regarding the seizures have been unsuccessful to date.

Manufacturer narrative:
The incorrect operator of the device was inadvertently reported as the health professional on the initial MDR report. The operator of the device is the patient.

Event description:
Reporter indicated the patient's increased seizures were felt to be due to a depleting vns battery. The level of the patient's seizure increase relative to pre-vns baseline level was unknown as the patient was implanted at a different hospital. Diagnostics were within normal limits prior to the generator replacement surgery on (B)(6) 2012. It is unknown what seizure types were increased as the seizures are reported by the patient. The patient is doing well now with her new generator.